Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other two perclose proglide devices are filed under separate medwatch manufacturer report reference numbers.

Event description:
It was reported that suture placement in the heavily calcified right common femoral artery (rcfa) and a heavily calcified left common femoral artery (lcfa) was attempted with two proglide devices using the pre-close technique via a 6f sheath prior to an abdominal aortic aneurysm (aaa) repair procedure. Reportedly, during insertion of both proglide devices, a lot of resistance was felt due to the anatomy, force was applied. The metal shaft of both proglide devices separated from the black elbow that holds the foot plate; however, they did not completely separate, both pieces were still attached. The proglide device used in the rcfa was removed with no issues noted. The sutures of two new proglide devices were successfully pre-placed in the rcfa. The sheath was upsized to a 14f and the aaa procedure was completed. Hemostasis in the rcfa was not achieved with the pre-placed proglide sutures. Arteriotomy closure was then attempted with two non-abbott devices with no success, therefore, a cut down was performed. Tissue damage was noted upon removal of the proglide device used in the lcfa. A bilateral cut down was performed, with longer sedation, and a patch was sewn to achieve hemostasis in the lcfa. There was a clinically significant delay in the procedure or therapy and longer hospital stay. The patient underwent additional surgery in the rcfa three days later, a cut down was performed and a patch was sewn to achieve hemostasis. Patient is doing fine now. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. The investigation was unable to determine a conclusive cause for the reported failure to achieve hemostasis; however the treatment appears to be related to circumstances of the procedure. Tissue damage is listed in the perclose proglide instructions for use, as a potential adverse event with use of the device. A review of the lot history record and complaint history of the reported device could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.